Event description:
It was reported by service report that the nurse call connection on the bed is damaged. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Damaged docker cable and communication board. Docker cable run over by bed.